Event description:
Event occurred regarding a primary plumset, pe lined tubing, 107 inch where it was stated in the report that leakage from filter vent. Patient involvement is unknown.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.